Event description:
Pentax medical has received a report of an infection occurring after endoscopy at a user facility in france within the emea region. Customer information: on june 6, 2024, pentax medical representatives spoke with the customer and received the following information: they didn't arrive to decontaminate the 2 devices. They don't find the source of this contamination. By crossed contamination they contaminated an olympus device. Types of contamination: o pseudomonas + klebsiella and o pseudomonas + enterobacteria. 7-8 patients were recalled by the facility. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : 2067 sepsis,1735 bacterial infection. Health effect - impact code : 4614 serious injury/illness/impairment. Medical device problem code: 1120 contamination. Component code : 525 tube. Evaluation summary: pentax medical emea performed a good faith effort to gather additional information regarding this event and received a response email on 20-jun-2024. On 13-jun-2024, pentax medical emea received an investigation order that was received from the french authorities regarding this case. On (B)(6) 2024, after a patient with sepsis was found, endoscope sampling was performed at the facility showing that pseudomonas aeruginosa and enterobacteriaceae were detected in model eg38-j10ut, serial number (B)(6). Pseudomonas aeruginosa and klebsiella pneumoniae were also detected in model eg38-j10ut, serial number (B)(6). Two people have been infected due to serial number (B)(6), and five people have been infected due to serial number (B)(6). Of these, five people have been hospitalized with sepsis. Since no information is available regarding which serial number endoscope was used with the patient with sepsis, or which serial number endoscope was associated with the hospitalized patients, we are submitting patients with assocated endoscopes only, and identifying each submission as both hospitalized and "other serious or important medical events" in section b2 for each MDR repotrt. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.importer MDR 2518897-2024-00024_eg38-j10ut, serial number a120023 (patient (B)(6)) importer MDR 2518897-2024-00025_eg38-j10ut, serial number (B)(6) (patient (B)(6)) importer MDR 2518897-2024-00026_eg38-j10ut, serial number (B)(6) (patient (B)(6)) importer MDR 2518897-2024-00027_eg38-j10ut, serial number (B)(6) (patient (B)(6)) importer MDR 2518897-2024-00028_eg38-j10ut, serial number (B)(6) (patient (B)(6)) importer MDR 2518897-2024-00029_eg38-j10ut, serial number (B)(6) (patient (B)(6)) importer MDR 2518897-2024-00030_eg38-j10ut, serial number (B)(6) (patient (B)(6))

Manufacturer narrative:
Correction information: b4: date of this report. B5. Refer to h11. D9: is this device available for evaluation? F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d4: unique identifier (UDI) corrected. F9: age of device. H11: evaluation summary. F10 continued: international medical device regulators forum (imdrf) adverse event reporting component code: 440 cylinder, 4727 cable, mechanical/structural, 923 pulley, 4712 switch/relay. Parts replaced due to contamination control button replacement long ultrasound cable replacement control button no. 1 deflection cable erecting cable lg air/water channel lg suction channel operating channel air/water channel balloon channel distal sheath r/l pulley h/b pulley t-rod insertion tube evaluation summary: as a result of the investigation, pseudomonas aeruginosa and enterobacteriaceae were detected from the endoscope. No bacteria were detected in the (B)(6) 2024 sampling (document #(B)(4)), but in this case, all measurement sites (air/water channel, suction channel, operation channel, distal end) had more than (B)(4) cfu (colony-forming units). However, when resampling was performed, the number of bacteria changed significantly, especially in the operation channel, which was (B)(4) cfu. (Bacteria counts in other sites air/water channel: (B)(4) cfu, suction channel: (B)(4) cfu, distal end: (B)(4) cfu) in addition, the complaint product was checked on (B)(6) 2024, but no suspicious points were found in the channels. Information has been exchanged with the facility regarding this incident, and the facility and pentax medical france agree that the humidity of the endoscope storage environment is also related to the proliferation of bacteria, and although it has been mentioned that the endoscope may not have been sufficiently dried after reprocessing, this has not been identified. There was a complaint that (B)(4) cfu was detected in this model at another facility, but there was a past case where bacteria were no longer detected when reprocessing was performed according to pentax's IFU (instructions for use). (Complaint number: (B)(4)) the above sampling results did not identify any device-specific problems but based on the change in the number of bacteria detected for each sampling, it was determined that there may have been a mistake in the reprocessing process, including drying, or the sampling work itself. Historical trend data review, no abnormal trends were found and no new actions were proposed. The DHR (device history record) review confirmed the endoscope was manufactured by pentax medical miyagi on (B)(6)2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Importer MDR 2518897-2024-00024_eg38-j10ut, serial number (B)(6). Importer MDR 2518897-2024-00025_eg38-j10ut, serial number (B)(6). Importer MDR 2518897-2024-00026_eg38-j10ut, serial number (B)(6). Importer MDR 2518897-2024-00027_eg38-j10ut, serial number (B)(6). Importer MDR 2518897-2024-00028_eg38-j10ut, serial number (B)(6). Importer MDR 2518897-2024-00029_eg38-j10ut, serial number (B)(6). Importer MDR 2518897-2024-00030_eg38-j10ut, serial number (B)(6).

Event description:
Refer to h11.